Manufacturer narrative:
Visual inspection revealed spline 3 was cracked at the distal end of the spline. The deployment shaft had peeling damage. Approx. 4mm in length. There was no issue with deploying the array. An electrical test was performed and the device failed the test. Magnetic sensor resistance test showed both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that noise and catheter deployment detection issues occurred. During a left atrial flutter procedure with an intellamap orion mapping catheter the catheter showed noise on electrodes a7, c7, c8, d8, e7 and h8. Catheter deployment detection issues also occurred. No patient complications occurred. Device analysis revealed deployment shaft peeling.